Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician selected a cook endoscopy fusion lithotripsy extraction basket. The basket was advanced over a wire guide and through the endoscope. The basket was located near the papilla (area of duodenum). The basket would not enter the papilla smoothly while moving over the wire guide. When the physician was trying to push the basket into the papilla over the wire guide, the papilla was reportedly "traumatized" and "started bleeding". The basket was removed from the patient and an extraction balloon was advanced to remove the stone. The patient did not experience any additional adverse effects and the reported trauma and bleeding at the papilla did not require medical attention. No additional medical procedures were required due to this occurrence.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. During our laboratory evaluation, the extraction basket was subjected to a visual inspection and functional test. The basket functioned properly and is within the appropriate manufacturing specifications. The distal end of the basket tip and outer sheath does not exhibit any sharp or rough edges. A discrepancy or anomaly that could have contributed to the reported event of trauma and bleeding to the papilla was not observed during our laboratory analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report to discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished good inventory. A review of the twelve month complaint history for this product family was conducted. The report of bleeding near the papilla represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because, the product said to be involved functioned properly and met the applicable manufacturing specifications. The actual product handling conditions during the procedure could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The information provided with this report indicated a sphincterotomy had been performed prior to the extraction attempt. A sphincterotomy involves making an incision in the papilla to provide easier access to the biliary and pancreatic ducts in preparation for stone extraction. The info also indicated resistance was encountered when advancing the basket device into position in the duct. The force used to insert endoscopic accessories into the papilla is under the direct control of the user. If additional force was applied, perhaps in response to the resistance encountered, this could have aggravated the sphincterotomy site at the papilla. This could be related to the reported trauma and/or bleeding. The instructions for use for the fusion lithotripsy extraction basket list hemorrhage as a potential complication associated with gastrointestinal endoscopy and ercp. The information provided indicated this device had been reprocessed for reuse prior to this occurrence. The product labeling and instructions for use indicate this device is single use only. Because the device said to be involved functioned properly and did not exhibit a discrepancy that could have contributed to the reported trauma and bleeding, it is unk if reprocessing of this device is related to the reported occurrence. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection to ensure device integrity. The visual inspection includes verifying the extraction basket is free of rough or sharp edges. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the reported event could not be verified. The product met the applicable specifications and functioned properly during our evaluation. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This report represents an unusual occurence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.